Event description:
On (B)(6) 2023, the patient underwent a procedure of a thoracic type a dissection. An open stent graft was implanted by thoracotomy. Then, a gore® tag® conformable thoracic stent graft with active control system was attempted to be implanted without a guidewire because it was confirmed visually. The first deployment of the gore® tag® conformable thoracic stent graft with active control system was completed without any issues. However, during the second deployment, there was resistance and upon forced pulling of the handle, the proximal of the endoprosthesis did not fully deploy and the deployment line was broken. The second gore® tag® conformable thoracic stent graft with active control system was then removed. Then, a guide wire was used and another gore® tag® conformable thoracic stent graft with active control system was implanted successfully. The physician stated that the guide wire should have been used, and he also said that he forgot about the existence of the deployment access hatch.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product was returned to gore for evaluation and showed the following: based on the returned device, the broken secondary deployment line and proximal end of the stent-graft not fully opening could not be confirmed. No allegations were made regarding any other deployment steps, however, abnormalities with the lockwire handle were observed. The lockwire handle connector was broken, and the lockwire was pulled out of the deployment hatch. The event reported that the deployment hatch was not used.